Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. Sensor kit expiration date was determined to be 31-mar-23. Medical event associated with this complaint case occurred on (B)(6) 2025, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported receiving a low glucose reading on the abbott diabetes care (adc) device. Due to the low reading, the customer "applied too much sugar" and became hyperglycemic. It is unknown whether the customer noticed a trend arrow on the device. The customer experienced vomiting, dyspnea, a "cold body", slurred and incoherent speech, and loss of consciousness. Unable to treat themselves, the customer contacted a healthcare professional (hcp) for assistance. An hcp meter reading indicated a high glucose level of "hi" (> 500 mg/dl) was compared to a sensor reading of 171 mg/dl. The results, when plotted on a parkes grid, fell into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. Additional laboratory test results of glucose level of more than 700 mg/dl was obtained. The customer received treatment with unspecified intravenous medication from the hcp for the diagnosis of dka. There were no reports of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported receiving a low glucose reading on the abbott diabetes care (adc) device. Due to the low reading, the customer "applied too much sugar" and became hyperglycemic. It is unknown whether the customer noticed a trend arrow on the device. The customer experienced vomiting, dyspnea, a "cold body", slurred and incoherent speech, and loss of consciousness. Unable to treat themselves, the customer contacted a healthcare professional (hcp) for assistance. An hcp meter reading indicated a high glucose level of "hi" (> 500 mg/dl) was compared to a sensor reading of 171 mg/dl. The results, when plotted on a parkes grid, fell into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. Additional laboratory test results of glucose level of more than 700 mg/dl was obtained. The customer received treatment with unspecified intravenous medication from the hcp for the diagnosis of dka. There were no reports of death or permanent impairment associated with this event.